Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Complaint of button failure was confirmed. Button function is sticky. Cause of sticky buttons is a corroded button assembly. The complaint was confirmed and the root cause has been determined to be corrosion of the button assembly. Factors that could have contributed to the event include a buildup of corrosion/debris around the button assembly from cleaning chemical fluid ingression over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Internal complaint reference: case-2021-00042959-1.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, the buttons on the "mdu powermax elite shaver" did not work. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.